Event description:
Caller reported an alarm issue with the tandem mobi cartridge during the loading process. This event did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.